Event description:
The customer reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and instructed the customer to call back if any issues recurred. The customer understood and acknowledged the instructions, and was advised that the pump could continue to be used.